Event description:
A malfunction alarm was reported with a code indicating an issue that was successfully reset. Customer¿s blood glucose level was within the normal range, with no adverse impact reported. Tandem technical support assisted the customer with resetting the pump and provided guidance to continue using the device, instructing to report any recurring issues.